Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and failed battery test. The customer's blood glucose reading was over 500 mg/dl in the evening. The customer treated with a bolus from the pump. The customer did not mention leaks or air bubbles. The customer declined to troubleshoot for failed battery test. The insulin pump was returned for analysis. The insulin pump was not returned for analysis.